Manufacturer narrative:
Report date: 01jul2021.

Event description:
It was reported to philips by a customer that the unit needed a new touchscreen. The device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.

Manufacturer narrative:
Upon follow up with customer, customer reported that unresponsive touchscreen was found during set up for use. No harm or injury has been indicated or alleged. Device evaluation was performed by customer. Customer found that touch screen is unresponsive/defective and need to be replaced. The customer requested for the part identification of the touchscreen. The remote service engineer (rse) provided the customer with the part identification number and description. After that, multiple attempts were made to obtain information regarding device repair, and operational status with no response from the reporter. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.